Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced an unexplained low blood glucose level of 137 mg/dl. The customer was treated for the low blood glucose with juice. The customer could not troubleshoot the issue because they were at work. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.